Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device indicated a loose/detached set screw, and there was a set screw with a rounded socket.

Event description:
It was reported that the physician was unable to activate the set screw on the implantable pulse generator (ipg). The ipg was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)